Manufacturer narrative:
This was previously reported to be a duplicate MDR; however, this was reported to be a duplicate in error. Manufacturer report number 1314492-2021-03437 is a duplicate of this MDR. The reported event and evaluation results for this event are being reported to the FDA through this MDR additional information d9, h3, h6 and h10: the device was received for evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported 'fail downstream occlusion' which was reproduced as a false downstream occlusion alarm. A review of the event history log identified downstream occlusion messages. The reported condition was verified. The cause was determined to be an out of adjustment tubing guide. The tubing guide was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1314492-2021-03437. All information can be found under that manufacturer report number 1314492-2021-03437. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not alarm within range when testing downstream occlusion and did not detect occlusion. It was over 7-19 pounds per square inch (psi). The event happened during testing at the biomed service department. There was no patient involvement. No additional information is available.